Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation, a percutaneous coronary intervention procedure tip detachment occurred. While advancing the 2.0x12mm apex over-the-wire balloon catheter onto the non bsc guide wire, the physician felt resistance. The balloon catheter was removed from the guide wire and while the physician was wetting the catheter for a smoother transition on to the guide wire, the tip of the catheter became detached. The device did not come into the contact with the pt. No pt complications were reported.